Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('intra-abdominal essure coil') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 761651-not valid) inserted for female sterilisation. The patient's medical history included pelvic adhesions. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (B)(6) 2011: removal of intraabdominal essure coil and lysis of adhesions and laparoscopic bi lateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter provided no causality assessment for device dislocation and pelvic pain with essure. The reporter commented: essure insertion details: the coil was then deployed and the inserter removed. The placement was confirmed with 2 coils noted distal to the internal tubal ostia. Good hemostasis identified and all instrument removed. Procedure details left. The left side was showing tubal spasm and then release and possible tubal perforation, at the point, visibility was limited and no trailing coils were seen. Also noted cervical laceration when the tenaculum pull off. Patient tolerate procedure fairy well. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: "device dislocation and pelvic pain ". Lot number reported (761651) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('intra-abdominal essure coil') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 761651) inserted for female sterilisation. The patient's medical history included pelvic adhesions. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((B)(6) 2011: removal of intraabdominal essure coil and lysis of adhesions and laparoscopic bi lateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter provided no causality assessment for device dislocation and pelvic pain with essure. The reporter commented: essure insertion details: the coil was then deployed and the inserter removed. The placement was confirmed with 2 coils noted distal to the internal tubal ostia. Good hemostasis identified and all instrument removed. Procedure details left. The left side was showing tubal spasm and then release and possible tubal perforation, at the point, visibility was limited and no trailing coils were seen. Also noted cervical laceration when the tenaculum pull off. Patient tolerate procedure fairy well. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: "device dislocation and pelvic pain ". Most recent follow-up information incorporated above includes: on 5-jan-2021: medical record received. Previously reported unspecified event ¿medical device removal¿ was updated to more specified events¿ intra-abdominal essure coil and pelvic pain¿. Essure lot number. This case was medically confirmed. Patient date of birth, medical history essure insertion and removal date and reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.